Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing frequent charging with the ipg and it was not holding a charge. It was believed that electrocautery may have been used when the patient was implanted with another precision scs system. The patient underwent an ipg replacement procedure. The physician suspected device malfunction. The patient was reportedly doing well post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was experiencing frequent charging with the ipg and it was not holding a charge. The patient had a non-device related surgery wherein electrocautery might have been used. The patient underwent an ipg replacement procedure. The physician suspected device malfunction. The patient was reportedly doing well post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4) description: precision spectra implantable pulse generator (ipg). The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.